Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "while doing labeling, we found 4 boxes of 367841 without the bd label."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, two (2) retained tray packs from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "while doing labeling, we found 4 boxes of 367841 without the bd label."